Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, the surgeon was able to press the green button and was able to squeeze the handle, but the reload was unable to fire the staples. Another device was used to complete the case. There was no patient injury.